Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd administration set exhibited leaking. It was reported that the leaking occurred at the filter. The administration set was discarded after the event. The therapy included following medication and devices: infusion bag baxter 500 or 1000 ml nacl 0.9% + three types of cytostatics, cyto-ad-z inline / 4 from codan, swanlock and PICC line (double lumen). The reported event occurred while in use with the patient. There were no adverse effects to the patient.

Manufacturer narrative:
One picture of a cadd administration set was received. It can be observed from the picture that the filter side has no drops or leaks. No testing or thorough inspection could be performed because no samples were provided for evaluation. Per previous complaint a review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found, quality personnel verify that tests are properly performed.